Event description:
The loaner tps sagittal saw overheated during a routine maintenance service at the MFR. No adverse event was associated with the device.

Manufacturer narrative:
The probable cause of the overheating described was attributed to the blade mount assembly which was described as being too tight.